Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ no parts were replaced to resolve the issue. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer tightened and cleaned this part and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site and confirmed the odor issue. The fse tightened the oil return valve to resolve issue. Unit was confirmed to meet specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
The customer reported a "haze/vapor" was emitting from their sterrad®100s unit. There has been no report of injuries or human reactions. The customer was advised that personnel should leave the room as a precaution and discontinue use until the system is repaired. Personnel should avoid working in the room until the haze/vapor clears. The customer was further advised to follow their facilities policies and procedures. An asp field service engineer (fse) was dispatched to the site to assess the unit . This event is being reported as a malfunction subsequent to a serious injury.